Event description:
The hospital reported the following event : "breakage without forcing the screwdriver head when inserting the screw. The rest of the screwdriver remained in the screw thread (was subsequently removed). Loss of time during the intervention."

Manufacturer narrative:
The reported event that screwdriver / depth gauge 2 in 1 autofix 2.0/2.5, 10-30mm was alleged of 'breakage during surgery' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by the application of an excessive force on the device. The reported event that a screwdriver / depth gauge 2 in 1 autofix 2.0/2.5, 10-30 mm was alleged of breakage could be confirmed. The device was received with broken tip. We can see some impacts due to usages on the remaining tip and some surfaces are mated. No fragments have been provided. The helical trend of the breakage is typical of overtorque. Based on investigation, the root cause was attributed to be user related. The most likely cause is that excessive torque was applied during screwing. In addition to this, also the following factors might have contributed to the event: - the device had experienced excessive use or force and became susceptible to breakage. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The hospital reported the following event : "breakage without forcing the screwdriver head when inserting the screw. The rest of the screwdriver remained in the screw thread (was subsequently removed). Loss of time during the intervention. "